Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The customer reported there was patient involvement and no harm to the patient.